Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: "during insertion the epidural catheter was pulled back for proper positioning when abnormal resistance was felt. Based on this finding decision was made to remove catheter. Once removed the "black" marker at the tip of the catheter was not present. The tip had a shredded appearance and several centimeters of internal wire was seen. The patient was given the option to attempt surgical removal of foreign body but declined."